Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent would not cross the lesion, and was reused (contrary to instructions for use) and again failed to cross. Following the second failure to cross, the stent delivery system was removed into the guide catheter (contrary to instructions for use), and separated from the delivery system. The stent was successfully snared from the coronary but was lost in the periphery. No intervention was attempted to retrive the stent. Another co's stent was used to successfully treat the coronary lesion. Reportedly no pt injury occurred.